Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged that the battery compartment had moisture in it. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 22-11-2017 device evaluation: the device has been returned and evaluated by product analysis on 01-11-2017 with the following findings: there were frequent low battery alarms in the pump history. The pump current draws were within specifications. The battery compartment was cracked with corrosion observed inside. The pump was opened and no further evidence of moisture was found.